Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previuosly received information alleging had to go to emergency to have throat cleared related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In secondary findings, found evidence of liquid ingress on blower and blower box. Mineral deposits in humidifier water storage tank are consistent with the use of non-distilled water in the humidifier. Fibrous (hair-like) contaminant found in bottom enclosure of device and on heater plate of humidifier. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, on the flip lid seal, and in the airpath, suggesting a source external to the device. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previuosly received information alleging had to go to emergency to have throat cleared related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device. There was no report of serious or permanent patient harm or injury.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.